Event description:
Patient was provided with tens unit for use at home by medtronic after effective treatment with a similar device while an inpatient at st. Mary's hospital. Patient was instructed on proper use of device. Patient was home for one day and upon changing the electrode pads noted burnd on her neck where the patches were. She went to the e.r. At st. Mary's and was instructed to discontinue the tens and keep the neck area clean and dry. The burns appear to be related to the use of the electrode patch, but it is not clear whether the burn was a reaction to the adhesive, an electrical source or some other cause. No evaluation of the product was completed because the product remains with the patient and was distributed by the medtronics companydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.